Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt of the implantable pulse generator the surgeon attempted to implant the lead but found the resistance was high, he wanted to retract the lead but found the helix of the lead to be blocked. A alternate lead was implanted. No patient complications have been reported as a result of this event.